Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage located in the tubing event on 27-jun-2024. The bloods glucose level at the time of all the events was high (specific value unknown) and the patient resolved it with correction bolus via pump followed by changing supplies as necessary and resumed insulin therapy. No further information available.